Manufacturer narrative:
Evaluation codes: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) underwent surgical intervention to address possible infection at the ipg site. The ipg was re-inserted in the pocket after treating the site with an antibiotic wash. Cultures were taken to determine the presence of an infection. The patient's leads were reported in reference MFR report 1627487-2014-00234.